Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility UK biomet winterthur (B)(4).

Event description:
It was reported that patient underwent right total hip arthroplasty performed (B)(6)2009. Subsequently, the patient was revised on (B)(6) 2019 due to pain, metal related pathology, and a fractured poly. Legal reports that the patient continues to have pain, weakness, and gait impairment requiring use of a cane while ambulating.

Manufacturer narrative:
(B)(4). Initial report. Concomitant products: catalog#: 00620204822 shell porous with cluster holes 48 mm lot#: 61210891. Catalog#: hip-other-liners-unk. Catalog#: 00771101300 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset lot#: 661118280. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to pain, metal related pathology, and a fractured poly. Subsequently, the patient continues to experience pain, weakness, and gait impairment requiring use of a cane while ambulating. Attempts have been made and additional information on the reported event is unavailable at this time.